Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d10(concomitant med products). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the bleed at the access site was use related as the hematoma resolved by stopping heparin.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 49-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, on an intra-aortic balloon pump, on multiple inotropes and vasopressors, and on a ventilatory for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a right axillary hematoma. It was noted that the patient was on anticoagulants. After 15 days on support, the family withdrew care and the patient expired. While on support, the device functioned as intended at p-8 at 5.1l/min with d5w sodium bicarbonate in the purge solution. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, dependent on vasopressor support, with decompensated cardiomyopathy, complicated by stage d shock.